Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, a non-penumbra guide catheter, and a non-penumbra catheter. During the procedure, the physician successfully implanted four non-penumbra coils into the target location. After advancing the next smart coil into the target location, the physician attempted to detach the smart coil using a handle; however, the coil did not detach. Upon removal, the smart coil detached and was contained inside the microcatheter. Therefore, the physician used the smart coil pusher wire to successfully implant the coil into the target location. The handle was removed and was no longer used in the procedure. The procedure was completed using the same microcatheter, non-penumbra coils, the same guide catheter, and the same catheter. There was no report of an adverse effect to the patient.